Event description:
According to the reporter, the operated patient presented a complication in the postoperative bypass procedure, the patient developed a gastric leak, the patient admitted to the ICU. A exploratory surgery performed. A mechanical ventilation. Vasoactive drugs.

Manufacturer narrative:
D10 concomitant products: egia45amt egia 45 artic med thick sulu p5l1040 egia45avm egia 45 artic vasc med sulu p5g0883 egia60amt egia 60 artic med thick sulu p5l0937 egia60avm egia 60 artic vasc med sulu p5l1041 egia60amt egia 60 artic med thick sulu p5l0937 egia60amt egia 60 artic med thick sulu p5l0937 egia60avm egia 60 artic vasc med sulu p5l1041. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.